Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when pulling back the angio-seal evolution device handle, the compaction tube would not go down on its own to compact the collagen. The tube became stuck to the handle. The physician was able to manually push the tube to complete hemostasis. The patient condition was reported to be ok. The procedure outcome was reported to be ok. No equipment or other devices were used with the evaluation device. Additional information was received on 9/11/2018. The procedure was an embolization (neuro). The procedure sheath size used was a 6fr. There was a pre deployment angiogram performed. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correction section.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.